Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit¿s (mpu¿s) pins being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to be missing two pins from its patient cable, one from its white lemo connector and one from its black lemo connector. The mpu was functionally tested at the european distribution center and was found to perform as intended despite the missing pins. The mpu¿s patient cable was replaced with a new assembly, then the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their mpu, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that when the patient wanted to connect to the mobile power unit (mpu), it was not possible. There was a power cable disconnect alarm for both system controllers. The system controllers were inspected and spikes were found on the black cable on controller, on the white cable of the other controller, and on the mpu. The patient stayed on batteries, while the controllers and mpu were exchanged. The cause of the alarms were identified to be incorrect corrections due to the spikes on the controller cable. Exchanging both system controllers and the mpu resolved the alarms.